Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in new zealand, regarding of a 29mm sapien 3 ultra resilia valve implantation in the aortic position via transfemoral access. During procedure, resistance was found on valve insertion into the 16f esheath plus when crossing the distal tip. After additional force was applied, the valve suddenly advanced, and the procedure was completed successfully. After examination of devices after removal, the esheath plus distal tip appeared torn. There was no patient injury, that patient remained in stable condition following the procedure.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded as designed. Distal tip opened but torn. Score lines are present at the intended locations. Stretching material at torn location. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing related factors being investigated. Additionally, patient or procedural factors such as challenging anatomy or non-coaxial advancement angles (patient had moderate tortuosity) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.